Event description:
The customer reported the system froze up (locked-up). There is no report of pt injury associated with this event.

Manufacturer narrative:
Follow up with the customer by the online engineer determined that the customer rebooted the system and it was operating as intended. No service was required.